Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is experiencing discomfort at the ipg site and difficulties connecting to ipg. X-ray imaging revealed patient ipg is tilted in the pocket. As a result, surgical intervention may be undertaken to address the issue.